Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain at the ipg pocket site. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg pocket was relocated. This addressed the issue.